Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: multiple replace battery 128-fe88 alarms observed in pump histories of date of reported alarm. Voltage was not low at time of the alarm. During rewind and load cartridge steps piston did not move; a call service 064 alarm occurred. Pump opened and moisture damage found on pcb. Correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, there was a communication issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.